Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a call service (cs) ¿069¿ alarm was reproduced when light pressure was applied on a component on the pcb.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the pump emitted a call service 069 alarm. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.